Event description:
It was reported that post-op x-rays showed a foreign body in front of one of the screws. The surgeon was unsure of what the foreign body was. The manufacturer representative checked the tap and discovered a piece of the tap was broken off. No patient complications were reported. It was reported there was no indication that the tap was broken during surgery. The final surgical x-rays looked good. The surgeon was not aware that there was a problem until post-op x-rays were taken.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Approximately a 2mm portion of the tip is broken and missing. It appears that the instrument was subjected to excessive bending and/or torsional overload which may have caused the tip to break.